Event description:
The customer reported a keypad anomaly. The blood glucose reading was 107 mg/dl. The keypad stopped working after the tubing fill. None of the buttons on the insulin pump are working. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was programmed and monitored for two days with no blank display noted. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. All operating currents are within specification. Low battery alarm and off no power alarm functioned properly. Insulin pump had intermittent button response on up arrow button due to moisture damage on keypad traces. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on connector's isolation tape on lcd board.